Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) unit isn't powering on, neither on battery or connected to the outlet during routine check. There was no patient involved.